Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited loss of capture and far p oversensing as the rv lead appeared to be in the right atrium. The patient was later rescheduled for a follow-up in the clinic and an x-ray was performed which confirmed the rv lead dislodgement. Additionally, it was noted that the pacing was decreased in the patient's heart rate resulting in an arrhythmia due to the dislodgement. The physician repositioned the rv lead successfully to resolve the issue and the patient was in stable condition.